Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fph in (B)(4) where it was visually inspected. Results: visual inspection revealed that the expiratory limb was cracked and brittle. The damaged portion of the expiratory limb was also discoloured a light yellow colour instead of the usual white. Conclusion: we were unable to determine what had caused the expiratory limb to crack. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the reported damage occured after the subject device was released for distribution. The user instructions that accompany the rt380 breathing circuit state: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -set appropriate ventilator alarms.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (fph) field representative that the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was damaged. There was no patient involvement.